Event description:
It was reported that the device will not go into maintenance mode or connect with alaris¿ system maintenance software. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device will not go into maintenance mode was not confirmed, however the report that device did not connect with asm was replicated during laboratory testing. Multiple connection attempts were made using asm version 12.5. However, the software was unable to establish a successful connection with the device. Using the uv lamp an external inspection of the device found residues of an unknown fluid around the sio board panel. The board was replaced with a known-good sio board for testing purposes only. After the replacement, a new connection attempt was made with asm, which was successfully established using the new board. Review of the pcu error log showed no relevant errors were recorded. The event log showed on (B)(6) 2025 at 3:19 pm the suspect pcu was powered on, through an external event a log download request was recorded and completed at 3:20 pm. No infusions were recorded during the event date, at 3:31 pm the suspect pcu was turned off. Bd alaris¿ system user manual (v12.3.2) states that prior to placing the system in use, the system maintenance software must be used to perform the check-in procedure. This includes enabling wireless connection and verifying module functionality. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. Devices should be thoroughly cleaned and disinfected before each patient use. Do not perform the cleaning and disinfecting procedures while devices are connected to a patient because this can lead to patient harm. Use only disinfectants recommended by bd to clean and disinfect the bd alaris¿ system. Use of unapproved disinfectants can result in incorrect device operations. Note to service: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.